Event description:
The following was reported to hamilton medical ag: "device showed up te231013 while ventilating a patient on the plane (rega)". Intervention was necessary and the ventilator was changed for another one. Hamilton medical ag addition: a first review of the log files showed that the te231013 occurred already during self test prior to usage of the device on patient. Further information/clarification has been requested.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). A first review of the log files showed that the te231013 occurred already during self test prior to usage of the device on patient. Further information/clarification has been requested.

Manufacturer narrative:
Investigation outcome: it was reported that device alarmed for technical event: 231013 (qo2 sensor defect) during startup, and the device was replaced before patient ventilation. The qo2 sensor was found disconnected. The qo2 sensor was reconnected to resolve the issue. All service software tests and general tasks passed and the device was returned to the customer. This case is considered as closed.